Event description:
It was reported that a spectrum pump was constantly alarming for "air-in-line." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device received and evaluated by baxter. The reported "constant air-in-line alarm" was confirmed through evaluation. The ultrasonic upstream sensor reading were below specification which causes false air-in-line alarms. The cause of this deficiency was determined to be contamination on the upstream sensor assembly. The upstream sensor was replaced.